Event description:
It was reported that the screw broke during the procedure and remained in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. This report was filed on behalf of the legal manufacturer - biocomposites.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. This investigation will be closed based on probable root cause. Alleged failure: screw broke. Customer complaint: "in the surgical act, when trying to insert the 11x35mm screw, it broke inside the patient." Investigation findings are: screw broke during surgery, technique likely attributed to breakage. The suspected root causes are: improper technique, tap diameter insufficient leading to strain on the screw. The corrective action: no corrective action planned, surgery was completed successfully. The manufacture date is not known. The failure mode will be monitored for future reoccurrence. H3 other text: 81.

Event description:
It was reported that the screw broke during the procedure and remained in the patient.